Manufacturer narrative:
(B)(4). Date sent: 4/18/2023. Additional information was requested, and the following was obtained: how were the cartridges used throughout the procedure, (please indicate what color cartridge was used and on what structure)? Unknown. Were all cartridges used on the staple line blue or were there different cartridges used along the staple line? Unknown. What other color cartridges were used throughout the procedure? Unknown. How was the post-op bleeding identified? Unknown. How many days postoperative was the bleeding identified? Unknown. What was the total estimated blood loss (ml)? Unknown. Was a transfusion required? Unknown. How was the bleeding addressed? Unknown. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. The event description covers three complaint files. The ed states ¿there was 1 reoperation¿. Do you know which procedure (gastric sleeve or band) the patient who required additional surgical underwent? Unknown.

Manufacturer narrative:
(B)(4). Date sent: 3/29/2023 h6. Type of investigation.

Event description:
It was reported that post op to a bypass procedure there was intraluminal bleeding and the patient had to be re-operated on in the same day. The patient needed to stay longer in the hospital. The patient received tranexamineacid. The patient did receive a gastroscope. There was no issues during the procedure, the staple line was dry during the procedure.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2023. Batch # a9c58t. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how were the cartridges used throughout the procedure, (please indicate what color cartridge was used and on what structure)? Were all cartridges used on the staple line blue or were there different cartridges used along the staple line? What other color cartridges were used throughout the procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.